Manufacturer narrative:
Date rec'd by MFR: 09aug2019. Failure analysis on the returned gas delivery system shows that unit failed due to the oxygen flow sensor caused by the u1 component drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. The manufacturer¿s international service technician confirmed the reported issue. It was observed that "test 7: oxygen accuracy" when the oxygen concentration setting was at 30% then the measured value was out of the standard value. The manufacturer¿s international service technician replaced the defective flow sensor and power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty and o2 flow out of specification. The device was not in use at the time of the reported event; therefore, there was no patient involvement.